Event description:
A call to technical services was made on (B)(6) 2014 stating that it was reported that device was unable to be interrogated. When placing a magnet over the device, a continuous tone was emitted. Technical services explained that it meant tachy therapy was disabled and the device was likely in storage mode. The physician was dr. (B)(6) at (B)(6) center in (B)(6). There is no additional information available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).